Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the instrument's pitch cable was loose. The housing of the instrument was removed to find one pitch cable derailed from the back idler pulleys. The cable was wedged between two pulleys and had lost tension. An additional observation not reported by site was that the instrument main tube exhibited scratch marks /abrasions. The distal end of main tube had various scratch marks with light material removal. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's main tube found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci prostatectomy procedure, the surgical staff noted that the prograsp forceps instrument had a loosen wire. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.